Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini trek rx dilatation catheter noted contrast visible in the inflation lumen, consistent with preparation. The balloon was tightly folded. The hypotube and strain relief tubing were separated at the distal end of the hub, confirming the reported information. The fracture faces were slightly ovaled, as if kinked prior to separation. There were multiple bends in the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It is possible the hub was inadvertently handled during preparation as there was no damage noted to the catheter during removal from the dispenser coil, resulting in a kink at the bottom of the strain relief tubing. Further manipulation would have contributed to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported hypotube separation appears to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the proximal shaft of the balloon catheter was noted to be broken during preparation. The device was not used on the patient. No additional information was provided.